Event description:
It was reported that the pump was submerged in water and the touchscreen subsequently became unreadable. Reportedly, the screen was black which blocked graphics and text. Customer¿s blood glucose level ranged between 100-250 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.